Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed as an initial/final report based on information discovered during the device evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. On (B)(6) 2019, it was reported that the mesher roller was stuck. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Product review of the skin graft mesher by flextronics on august 12, 2019 revealed that calibration and sample graft could not be taken due to the damaged comb. The roller and bearings were damaged and the ratchet was not working. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by flextronics on (B)(6) 2019 which included replacement of the bearings, comb, roller, and correctly reassembling the ratchet. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the skin graft mesher had a damaged roller, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the bearings, comb, roller were replaced and the ratchet was reassembled. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the meshgraft roller was stuck. The device was used as usual for a surgery. At the end, the dedicated person was unable to remove the key from the device to tidy up and clean the device. The ratchet handle was stuck and unable to come out of the device. The event occurred after surgery. There was no patient involvement; therefore, there was no harm, no delay, and no medical intervention. No adverse events were reported as a result of this malfunction.